Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 which resulted in an incomplete flap in the left eye. The laser only performed a side cut and not a raster pattern. The patient returned on (B)(6) 2020 and had photorefractive keratectomy (prk). The most recent best corrected visual acuity (bcva) is 20/20.

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 07/31/2007, however the correct date is 09/09/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: in follow up 1, date received by manufacturer is incorrect. The correct date is 2/7/2020. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.